Manufacturer narrative:
(B)(4). Device evaluation: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample was received for evaluation. Visual and functional leak testing did not reveal any abnormalities. The reported condition of a ruptured bladder was not confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of an infusor ruptured during filling. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). If additional relevant information is obtained, a supplemental report will be submitted.